Event description:
It was reported that all lag screwdrivers were damaged during extractions of the nail. All extractions were done as described in operation technique. No excessive force was used. It was also stated that anchoring lag screw driver into the lag screw was difficult.

Manufacturer narrative:
Additional lot#s k33511, k558205. Device not returned. If the device or additional info becomes available, it will be submitted on a supplemental report.